Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited multiple inappropriate shocks that resulted in therapy exhaustion for a single episode. Technical services (ts) discussed programming options for optimization. No adverse patient effects were reported. The device remains in service.